Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 1200 mg/dl. The customer was experiencing no delivery alarms and air bubbles in the reservoirs. The customer's symptoms included vomiting and a sore throat. The customer was wearing the device at the time of incident, but paramedics removed it in the ambulance. The cause of the low was diabetic ketoacidosis. The customer was still being treated in the hospital with an insulin drip. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.